Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of the failure is not product related. There is the possiblity that the root cause of the problem is most probably patient related. Rational: according to the quality standard and DHR file, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going, device not returned.

Event description:
Country of complaint: USA columbus revision dislocation. Components in use listed as concomitant devices are: nr014z / as columbus rev f femur cemented f4r, nr071z / as columbus rev f tib.offset cement.t1, nr615m / columbus rev f hc glid.surf.t1/1+ 20mm, nx043 / patella 3-pegs p3, nr400z / as nut f/femur extens.stem all sz.neutr., nr474z / as columbus rev fem.spacer dist.f4 10mm, nr438z / as femur extens.stem 5° d18x177 cem.less, nr178z / as tibia offset stem d18x92 cementless, nr044z / as columbus tib.hemi-sp.t1/1+ 5mm rm/ll, nr613m / columbus rev f hc glid.surf.t1/1+ 16mm.